Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen intermittently on iegms since august. No shocks reported. Recommended evaluating in person and discussing next steps with physician. Device remains implanted.